Manufacturer narrative:
No product was returned for evaluation nor were radiographs provided. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. The cause of the event could not be established with the information available to the manufacturer.

Event description:
During the six months follow-up after the original surgery involving l5-s1, the surgeon identified that one of the three implanted cages had migrated into the canal. The patient also reported pain. The surgeon performed a revision surgery to impact the cage deeper into the disc space since the implant could not be safely removed. It is unknown which of the three implanted cages is related to the reported incident. Therefore, all three devices are being reported (device 3 of 3).